Event description:
Removal of dental implant. The clinician identified the reason as failure-to-osseointegrate.

Manufacturer narrative:
The device history record was reviewed and verified the implant met specification.